Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd two off-label scs leads with the same lot number. It was reported that one of the pt's left supra-orbital leads is protruding from the forehead. The lead does not appear compromised or broken. Surgical intervention will be taken at a later date to address the issue.